Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen and sometime trouble to read the screen. Customer reported rejected batteries. The reservoir area was chipped off and pieces broken off. The button of the insulin pump had to press twice to work sometime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.